Event description:
On (B)(6) 2022, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis and was hospitalized. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the emergency department on (B)(6) 2022 following abdominal pain and cloudy peritoneal effluent. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2022 presented with gram negative rods (genus and species not reported) in the culture and a wbc count of 270/mm3. The patient was diagnosed with peritonitis due to touch contamination and she was admitted to the hospital on the same day. The patient was prescribed intraperitoneal cefepime daily (dosage and duration unknown). The patient was able to undergo ccpd therapy on a hospital provided cycler (brand and model unknown) until the patient¿s pd catheter (not a fresenius product) was removed due to the severity of infection. The patient was transitioned to hemodialysis (hd) for renal replacement therapy through a central vascular catheter placed during this admission on a hospital provided hd machine (brand and model unknown). The patient recovered from this event and was discharged to home on (B)(6) 2022. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post discharge